Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient reported to have developed an infection after device implant. Further information was received from the patient¿s surgeon that the infection was on the generator suture site and was not in the generator pocket. The patient was started on an antibiotic. Design history records were reviewed for the generator and lead. The generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The devices passed all specifications prior to distribution. No other relevant information has been received to date.